Event description:
A female patient received injections of rha 2 in the nasolabial folds and marionette lines on (B)(6) 2021. Three days later on (B)(6) 2021, she experienced painful lesions on the left side of her inner mouth, which were described as cold sore type of lesions. The patient's physician prescribed an antiviral medication (valtrex) and an oral pain medication rinse. But there was no improvement of the events. During a follow-up visit on (B)(6) 2021, the patient was given 1cc of hyaluronidase into the nasolabial folds and recommended to use a warm compress with aspirin. On an unknown date in (B)(6) 2021, the patient also experienced some mucosal irritation in the left upper lip. Based on photographs of the patient, this adverse event was assessed as medically significant and reportable. As of (B)(6) 2021, the resolution of this adverse event is unknown. Despite several attempts to follow up on this case, no further information could be obtained.

Event description:
A female patient received injections of rha 2 in the nasolabial folds and marionette lines on (B)(6) 2021. Three days later on (B)(6) 2021, she experienced painful lesions on the left side of her inner mouth, which were described as cold sore type of lesions. The patient's physician prescribed an antiviral medication (valtrex) and an oral pain medication rinse. But there was no improvement of the events. During a follow-up visit on (B)(6) 2021, the patient was given 1cc of hyaluronidase into the nasolabial folds and recommended to use a warm compress with aspirin. On an unknown date in (B)(6) 2021, the patient also experienced some mucosal irritation in the left upper lip. Based on photographs of the patient, this adverse event was assessed as medically significant and reportable. As of (B)(6) 2021, the resolution of this adverse event is unknown. Follow-up queries are ongoing.